Event description:
Additional information received from the chief medical review confirmed that the patient had complications of remote hypoxic brain injury and asthma exacerbation. The patient was with a history of past cocaine abuse asthma who sustained anoxic brain injury some years ago and developed seizures thereafter. She was being treated at an epilepsy center when she had another seizure and became unresponsive. She was undergoing baclofen pump adjustment at that time. The pump was interrogated during autopsy. It was noted that the pump was ¿working properly¿ and no fluid extravasation around device and pocket into or around insection into vertebral colume. No malfunction of the pump was noted. Symptoms were concurring for baclofen withdrawal syndrome.

Event description:
Additional information: the hcp reported the patient's cause of death was "complications of remote hypoxic brain injury". It was "un determined" if the cause of death attributed to any of the pump devices. Regarding drug effects, "potential withdrawal syndrome" was noted. It was further noted that "while the cause of death was complications of remote hypoxic brain injury, for which [the patient] had the device placed, the role the device and/or drug played could not definitely be determined due to complex circumstances surrounding the death. Additional follow-up information obtained included the autopsy report. The final autopsy diagnoses were: remote hypoxic brain injury, asthma, arteriosclerotic cardiovascular disease, benign thyroid fibrotic nodule with follicular hyperplasia, cholecystectomy, and hysterectomy (with salpingo-oophorectomy). The cause of death is complications of remote hypoxic brain injury due to asthma exacerbation. Another possible significant contributory factor is cocaine use around the time of the hypoxic insult. Major findings at autopsy included the investigation of an intrathecal baclofen pump. The pump was identified in its correct position without associated fluid collections within the surrounding soft tissue. The catheters showed firm attachments with the pump and the distal tip was identified within the spinal cord, in correct position and without other associated abnormalities. The pump was also able to be interrogated the day of autopsy and found to have a reservoir volume of 39.2 ml. Of note, there were considerable cutaneous contusions overlying the subcutaneous pump secondary to a reported difficult fill a few days prior. Examination of the pump demonstrated a small circular dent on the surface of the pump about 2 cm away from the port consistent with a needle poke. Pathologic findings included chronic asthma related histological changes of the lungs which included glandular cell hyperplasia, bronchiolar smooth muscle hypertrophy and arteriolosclerosis with minimal chronic hypoxic changes. Post-mortem toxicology analysis of central and peripheral blood showed the presence of baclofen at normal therapeutic levels. Other substances found were consistent with the patient's known medication regimen. The patient's oral medications included: oral baclofen 5 mg, advair, amitriptyline 10 mg, centirizine 10 mg, clonidine, depakote 500 mg, flonase, levetiracetam 1000 mg, clonazepam 1mg, mucinex, paxil, percocet, premarin 0.3 mg, singulair 10 mg, and albuterol. The baclofen pump medication had a concentration of 2,000 mcg/ml with a daily dose of 1 ,568.4 mcg/day. According to investigative and medical reports, the patient was at her physician's office for check and refill of her implanted baclofen pump on (B)(6) 2011. She was following up because of increasing tremors since her last visit on (B)(6) 2011. The husband also stated that she had not slept for 3 nights due to increased shortness of breath that was somewhat relieved by using her inhaler. Just prior to arriving for her appointment, she had a seizure episode. She had a history of seizures with the last one occurring months prior. The medical provider noted she was post-ictal and confused but stable. He interrogated the pump, withdrawing 37.5 ml of medication, and then replacing the pump with medication from a new kit, completely refilling the reservoir (40 ml). A bolus of medication was manually given from the pump (100 mcg). The patient proceeded to have another seizure episode, lasting 30 seconds. Lorazepam was given and an electroencephalogram ordered. During the procedure, the patient began having trouble breathing, with a drop in her pulse oximetry value. She quickly decompensated, to loss of pulse. Cardiopulmonary resuscitation (CPR) was begun and emergency medical personal arrived to find the patient with pulseless electrical activity. In the emergency department, after continued unsuccessful medical therapy, she was pronounced dead. Events leading up to her death showed that she was initially seen in the (B)(4) clinic, on (B)(6) /2011, for a baclofen pump interrogation with refill of her pump reservoir. She was without complaints with normal vital signs and stable physical exam. The medical provider noted difficulty in accessing the reservoir; however, he felt that he eventually found the port and was able to withdraw the remaining medication within the reservoir (5.5 ml) and refilled it with 40 ml of baclofen. The next day ((B)(6) 2011), the patient contacted the clinic with complaints of increased tremors and shortness of breath. The medical provider had concerns, and she was instructed to take 2 extra oral baclofen tablets and to call back the next day. On (B)(6) 2011, the patient called the clinic again to update her status, stating that her tremors continued but had not become worse. A plan was made to have her return to clinic the next day ((B)(6) 2011), to interrogate her pump. No pump alarms indicating malfunction of the pump device were heard during this time. After the pump was initially implanted, there was still some waxing and waning as far as her spasticity over many years. Upon review of the practitioner's interrogation of the device during clinic visits prior to her death and at autopsy, the medication volumes in comparison to the dispense regimen appeared appropriate. Post-mortem manufacture interrogation showed no mechanical issues with the device. Autopsy findings showed a correctly positioned catheter with no obvious structural defects. In review of toxicology analysis, intrathecal levels of baclofen do not accurately correlate with blood levels, so the therapeutic blood levels did not necessarily reflect cerebrospinal fluid levels. The manner of death is undetermined.

Event description:
Additional information: in regards to determining the cause of the patient's death, it was indicated that they were still waiting on toxicology reports. Per another hcp, the patient's pump administered lioresal, with a concentration of 2000 mcg/ml and dose rate of 1568.4 mcg/day. Based on previous reported information, it is unclear if the pump contained lioresal or compounded baclofen at the time of the event. It was clarified that a refill was performed on (B)(6) 2011; and it was further indicated that there were no issues at the previous refill. It was also noted that the patient "came in short winded and has a history of asthma". There was difficulty "getting into the pump the first time when refilling". The hcp had the patient come back on (B)(6) 2012 because they wanted to make sure the patient wasn't refilled in the pocket. When the pump was checked, it was determined that the right amount of medication was in the pump.

Event description:
It was initially reported that the patient's pump was refilled on (B)(6) 2011. The pump was also refilled 3 days earlier, but there were "issues with refill which were unknown", per the reporter. Approximately ½ to 1 hour after the (B)(6) 2011 refill, the patient "developed a tonic seizure and went into cardiac arrest at the clinic." The patient was brought to the hospital and died. Per the reporter, the cause of death was unknown. It was noted that 40 ml was removed from the pump during the autopsy. The hcp was trying to determine the cause of death. It was later reported that the patient was seen on (B)(6) 2011 for pump refill and the next day complained of worsening tonicity and shortness of breath. The patient was rechecked again (B)(6) 2011, with evaluation of pump and shortly after had tonic/seizure like activity and went into cardiac arrest. CPR performed and continued to emergency department where patient died. No rotor or dye studies were performed. The pump was explanted and infused compounded baclofen 2000mcg/ml at a daily dose of 1568.4mcg.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the partial catheter returned revealed no significant anomaly; a non -significant indent was seen in the sc cup. It was noted the indent did not affect infusion.